Event description:
The customer received one questionable ion selective electrode (ise) sodium result and four questionable bicarbonate liquid results. The customer also performed a ten sample precision test on sodium with one discrepant result. The customer provided data for one patient with a discrepant sodium result reported outside the laboratory. The repeat sodium analysis was performed on the same cobas 6000 core unit. The patient's initial sodium result was 167 meq/l from an aliquot tube. The first repeat result was 137 meq/l from the primary tube. The second repeat result was 138 meq/l from a different aliquoat tube which was deemed correct. A corrected report was sent and the physician was immediately notified. There were no adverse affects to the patient and no treatment was given. The sodium electrode lot number was j35 and the expiration date was 02/29/2012. The field service representative determined there was a failure of the check valve and the rinse mechanism tubing. He replaced the check valve and the rinse mechanism tubing. A precision check was performed with passing results. He observed the instrument working with normal operation.

Manufacturer narrative:
Upon further investigation, the replacement of the rinse mechanism tubing is probably not the cause of this event because of its functionality and the fact only one sample was involved. A specific root cause could not be determined. The information provided and data from the customer was incomplete and not traceable. In this case, no adverse event was reported. The patient was not harmed by any taken action and the patient´s condition is stable.